Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with rupture. Concomitant medical products: left-mentor memorygel 600cc silicone breast implants, catalog number 3506004bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 600cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by MRI examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that there was leak of cloudy fluid from the right breast implant capsule. Called physicians office and left voicemail to collect information regarding possible infection on (B)(6) 2019. At this time, no report of diagnosed infection. Per operative report, patient was a febrile asymptomatic, and did not have an erythema or signs of infection. The fluid was collected for culture, but results were not provided. Surgeon theorized cloudy fluid may be attributed to fat necrosis from fat grafting. At the time, no reported infection, should additional information become available, this case will be reopened and reassessed. The patient underwent bilateral removal and replacement with allergen devices, and left breast mastopexy. On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed on posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed.  Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 6/7/2019, indicated that the patient had the device removed on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).